Event description:
Customer reported being hospitalized due to low blood glucose. Troubleshooting revealed that programming was incorrect and customer forgot to change the time on their pump when day light savings time started. Explained the impact of incorrect programming on blood glucose. Programming was corrected.